Event description:
The sales representative reported on behalf of the customer that when the surgeon was carrying out a primary hip replacement with an exeter head and stem, that the head appeared to be loose. The customer further reported that the surgeon had already cemented the stem and when he tried to fit the femoral head onto the stem it did not appear to fit like a femoral head of that size would normally do. The customer further reported that surgery was completed successfully using another femoral head, with a 5 minute surgical delay. The femoral head in question is available for return but the stem was already cemented and remains implanted.

Manufacturer narrative:
An event regarding a size/fit issue involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: the returned device was visually unremarkable. The device is dimensionally within specification. A functional inspection was carried out with the returned v40 head and a v40 stem. The devices assembled successfully and passed functional inspection. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because the device passed dimensional and functional inspection.

Event description:
The sales representative reported on behalf of the customer that when the surgeon was carrying out a primary hip replacement with an exeter head and stem, that the head appeared to be loose. The customer further reported that the surgeon had already cemented the stem and when he tried to fit the femoral head onto the stem it did not appear to fit like a femoral head of that size would normally do. The customer further reported that surgery was completed successfully using another femoral head, with a 5 minute surgical delay. The femoral head in question is available for return but the stem was already cemented and remains implanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.